Event description:
The customer obtained higher than expected, non-reproducible vitros tropi es results from two different patient samples using vitros tropi es reagents on a vitros 3600 immunodiagnostic system. Patient 1 result: 0.348 ng/ml vs expected <0.012 ng/ml. Patient 2 result: 0.072 ng/ml vs expected 0.025 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The results were not reported from the laboratory, and there were no allegations of patient harm made as a result of the events. This report corresponds to ortho clinical diagnostics inc. Complaint (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected, non-reproducible vitros tropi es results were obtained from two different patient samples using vitros tropi es reagents on a vitros 3600 immunodiagnostic system. The assignable cause for event is most likely an unexpected analyzer performance which required service to be addressed. Following service actions the analyzer was operating as expected again. The possibility that inappropriate pre-analytical sample processing or an unexpected reagent performance had contributed to the result could not be ruled out entirely.